Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced an event of bent cannula which resulted in high blood glucose of 28 mmol/l and high ketones. No further information available.